Event description:
It was reported that the wrong item was inside the packaging. Operation completed with back up consignment implants on the shelf.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device was discarded.

Manufacturer narrative:
The reported event could be confirmed, since imaging provided by the customer confirmed the claw ii 4 hole 25mm sterile ortholoc 3dsi was not in the package. Investigation determined it was a t-hole plate instead. It was also determined that a claw ii 4 hole t-hole lot was in a vibratory process within 12 minutes as the claw ii 4 hole 25mm sterile ortholoc 3dsi. Based on investigation, the root cause was attributed to a manufacturing process related issue. The failure was caused by comingling of two different plates during the vibratory process. A nonconformance investigation was initiated to investigate in further detail and determine any additional necessary actions.

Event description:
It was reported that the wrong item was inside the packaging. Operation completed with back up consignment implants on the shelf.